Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor of ophthalmology reported that on post operative day one following an intraocular lens (iol) implant procedure, the iol had rotated about 20 degrees, from 80 degrees to 100 degrees. The patient had a big capsular bag and was a high myope. A second procedure was planned to rotate the iol to the correct position. Additional information was requested.